Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 03dec2020 to date 03dec2021. ¿ complaint trend: there are (b)(5) complaints related to this issue of erroneous results; date range from 03dec2020 to date 03dec2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to improper instrument settings. The customer had initially reported that there were pressure problems during sample tests and resulted in erroneous results. A tsr (technical service representative) attempted to resolve the issue during a remote consultation, but the issue was not resolved and an fse (field service engineer) was sent onsite for the repair. During the first field service in (B)(4), the fse checked the fluidics carriage, compressor and fluid cart pressures, connectors, air and plenum filters, fluidics mother board connections, initialization, check performance tests, and facsflow and sample pressures with no issues. During the second field service in (B)(4), the fse discovered that the settings were not loaded automatically during the sample tests and loaded them manually. This seemed to resolve the issue as one flow control was run and passed with the expected results. No return sample was requested for evaluation because no parts were replaced. After the adjustments, the instrument was tested and confirmed to be functioning as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Defective part number: n/a. Work order notes: o subject / reported: pressure problems while processing sample. O problem description: pressure problems while processing sample. O work performed: the site is visited, the client is accompanied to monitor the operation of the cytometer, purging and initialization of the system are carried out, performance check is carried out properly, one flow standardization control run is carried out, it is identified that the settings are not loaded automatically in the tube, settings are loaded manually. Control one flow is run and passes properly in the range values. Leukemia sample is processed sample is diagnosed in infinity, equipment is working properly. O cause: correct functioning of the instrument is checked. O solution: sample test is done. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file facscanto ii flow cytometer (daq) #338960-05ra (version a/revision 1) was reviewed and identified the cause of improper settings. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: acquire data. O function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. O potential failure mode: host does not receive any data. O potential effects of failure: the operator is unable to detect any events. O potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo). O current controls: instrument setup/calibration (qc) fails. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken:n/a. O sev: 5. O occ: 2. O det: 1. O rpn: 10. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to improper instrument settings. ¿ conclusion: based on the investigation results the root cause was due to improper instrument settings. The fse arrived onsite and confirmed the performance of the instrument. The fse discovered that the instrument settings were not automatically loaded during the sample tests and manually loaded them. After the settings were manually loaded, the instrument was tested functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while testing patient samples on bd facscanto¿ ii erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: pressure problems while processing sample: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples on bd facscanto¿ ii erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: pressure problems while processing sample: are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.